Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced small to big air bubbles in reservoir. Insulin was stored at room temperature. High pressure test could not be performed as customer was at school. Caller requested for insulin pump to be replaced.